Manufacturer narrative:
The patient is 63 inches in height. An event regarding a limb length discrepancy involving a trident liner was reported. Clinician review: a review of the provided records by a clinical consultant indicated: ¿the components are in nominal position. The hip is reduced and no pathology is noted. The right hip appears approximately 1.5cm longer than the left. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for the ¿pinched nerves and pain¿ described by the patient as secondary to a leg length discrepancy in this case.¿ conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. A medical review indicates the components are in nominal position. The hip is reduced and no pathology is noted. The pinched nerve and pain are considered secondary to the leg length discrepancy. There is no alleged failure of the reported liner. The following other devices were also listed in this report: trident psl ha solid back 50mm; cat# 540-11-50e; lot# 30201301. Accolade 132 size 2.5; cat# 6020-2530; lot# 39483505. Delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 38491406. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient had a right hip replacement (B)(6) 2013. Three days after surgery, patient went to rehab and was told by her physical therapist she had a leg discrepancy. Patient then went back to see her doctor. He put together a one inch lift which did not work because it was too big. Patient reported, by the time she received the proper help; she developed a pinched nerve and is in pain.

Event description:
It was reported that the patient had a right hip replacement (B)(6) 2013. Three days after surgery, patient went to rehab and was told by her physical therapist she had a leg discrepancy. Patient then went back to see her doctor. He put together a one inch lift which did not work because it was too big. Patient reported, by the time she received the proper help; she developed a pinched nerve and is in pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.